Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit had no audio.¿ the unit was triaged and the customer¿s reported condition was confirmed. However, during triage, service found there to be no audio. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has a system error during testing. No patient involved. Upon triage on (B)(6) 2017 the service tech found the unit had no audio.